Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that skin irritation characterized by itching and red skin with small bumps occurred while wearing the pod between 49 and 71 hours on the abdomen. The patient reported applying a cream near the pod site to manage the skin irritation; however, on the day of reporting, the pod fell off, which the patient associated with the use of the cream. The patient visited a physician on (B)(6) 2026 for an unrelated reason and reported the skin irritation experienced at the pod site. The physician prescribed triamcinolonacetonide cream, to be applied one to two times daily to the affected area. The medical visit duration with the physician was approximately 10 minutes. Upon pod removal, the skin site appeared different than normal, presenting as red with small bumps. A new pod was applied successfully following the event. The pod involved in the event was discarded and is not available for return.